Event description:
During preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No pt complications were reported by the hospital.